Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly, and battery was not charging. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source and the battery issue was resolved. Customer's blood glucose was 138 mg/dl. The customer continued to use the pump for insulin therapy.